Event description:
It was reported that while setting up a replacement ilet with a dexcom g7, the sensor repeatedly failed to pair to the ilet until a new g7 sensor was applied, after which glucose readings resumed and setup was completed; the issue was characterized as an intermittent communication failure involving the electrical/magnetic subsystem and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the systems consistent with intermittent communication failure, with involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.